Event description:
It was reported that the lead had increasing impedance. It was later reported that the device was replaced due to normal battery depletion. The physician planned to replace the atrial lead due to high impedance and high threshold. Once disconnected from the device, the analyzer measured atrial lead impedances and thresholds to be within normal ranges. The lead remains in use and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.